Event description:
It was reported that multiple intermittent occlusion alarms occurred. To resolve the issue, customer changed the infusion set and cartridge before resuming insulin. There was no adverse impact to the customer's blood glucose level. The customer continued to experience frequent occlusion issues and was advised to receive further assistance.